Manufacturer narrative:
Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement tests due to e52 alarm. Pump received with cracked case.

Event description:
It was reported that insulin pump case was cracked. Customer's blood glucose was unknown. Insulin pump is expected to return for failure analysis.